Manufacturer narrative:
The kit and smartcard were returned for analysis. A review of the smartcard data indicated that prime was successfully completed and blood collection had started. The purging air phase was completed at 164ml of whole blood processed. An alarm #7: blood leak (centrifuge chamber) alarm and an alarm #17: return pressure alarm both occurred after 192ml of whole blood processed. The treatment was then aborted. An evaluation of the kit confirmed the leak. A crack was identified on the side of the outer centrifuge bowl. A material trace of the bowl assembly and its components used to build this kit lot found one nonconformance not related to this complaint. The lid of the centrifuge bowl was also cross-sectioned in order to determine its integrity, and no cracks were found. Thus the cause for the leak was a crack on the side of the centrifuge bowl, however the root cause for the crack could not be determined. A CAPA was initiated at the manufacturing site in order to further investigate the root cause and associated corrective actions for centrifuge bowl leak/breaks. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e325 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. However, a CAPA was initiated for complaint category, centrifuge bowl leak/break, and it is now closed; but it is still being monitored. An issue review, #(B)(4), was also initiated for complaint category, centrifuge bowl leak/break. Service order report, #(B)(4), feedback: the service technician cleaned the instrument and replaced both the system pressure transducer and leak detector strip. The system checkout procedure was then successfully completed. This assessment is based on information available at the time of the investigation. The analysis of the returned kit, smart card and photo is still in progress. A supplemental report will be filed when the analysis of the kit, smart card and photos is complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl that "shattered" during a patient treatment. The customer stated that at about 3-4 minutes into the procedure they heard a "crackle" inside the centrifuge chamber and then the centrifuge bowl "shattered." The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient's fluid balance was -106 ml. The customer reported that the patient was stable and in good condition. Service was requested. On august 8, 2016, the customer stated that they could not recall if an alarm #7: blood leak (centrifuge chamber) alarm occurred. The customer reported that once the centrifuge bowl broke they immediately turned off the instrument. The kit, smart card and photo were returned for investigation.